Event description:
It was reported that the ventilator's humidifier holder was broken. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The failure was confirmed by provided problem description and photo showing the humidifier holder arm broken. The device was scrapped and replaced. The consequence of this kind of mechanical damage is that the humidifier gets detached and, in a worst case scenario, falls off the ventilator carrier. Our conclusion into this matter is that the humidifier holder most likely has been exposed to a mechanical force greater than it is designed to sustain.